Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy at the time of event. Reportedly, the customer had manual injections as alternate insulin therapy.